Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of (B)(4) medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of femur fractures with the t2 femoral nailing system¿ which is associated with the stryker ¿t2 femoral nailing system¿. This study includes research done on 52 patients requiring surgery between the period february 15, 2017 to september 1, 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses heterotopic bone on the lateral femur and interlocking screw back out for which heterotopic bone excision and screw removal was performed. The report states: ¿patient six sustained a closed fracture of their left femur due to an atv accident. At 7 months postoperatively, the patient was identified as having developed heterotopic bone on the lateral femur as well as a failed interlocking screw (i.e. Backed out). The patient then returned to the operating room for heterotopic bone excision and screw removal. The revision was complicated with an infection of the knee and gastrocnemius muscle; to which rod removal was recommended. The infection was not considered an adverse event since it was not a complication of the primary surgery. The patient was lost to follow up prior to rod removal.¿